Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope, which was suspected to be due to the patient's condition of sudden bradycardia response.